Event description:
A customer reported that the hydrodissection cannula came off the syringe during a cataract extraction procedure. The procedure was completed with no harm to the patient. It was noted that the scrub technician who was responsible for connecting the cannula to the syringe was in training at the time of the incident.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and device history review (DHR) review were not possible. It is imperative the end user ensure that the cannula is properly and securely attached to the syringe prior to entering the patient's eye. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Improper attachment of the cannula to the syringe luer lock is a potential cause. (B)(4).